Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00579, 1627487-2022-00580. It was reported that one of patient ¿s lead was severed during the unrelated procedure surgical intervention may be pending to address this issue. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that one of the patient¿s leads had migrated. The patients scs system was explanted and replaced on (B)(6) 2022. Effective therapy was established postoperatively.